Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a turbohawk plus m atherectomy device was used during a directional atherectomy procedure to treat a moderately calcified mid superficial femoral artery lesion with approximately 80% stenosis and moderate tortuosity. The IFU (instruction for use) was followed. The vessel was not pre-dilated. No resistance was encountered when advancing the device. It was reported that after the second advancement, the turbohawk device tip was noted to have detached/embolized into the vessel. A snare was used to directly remove the embolized tip. A replacement medtronic device was used to complete the procedure. No further patient injury reported.